Manufacturer narrative:
Concomitant medical device: d334drg ICD implanted (B)(6) 2012; 694765 lead implanted (B)(6) 2013.

Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced due to high pacing thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.